Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure, a tip detachment occurred. The 90% stenosed target lesion was located in the non-calcified and moderately tortuous renal artery. During removal of the balloon protector from the 1.5x4.0mm spcb flextome monorail balloon catheter, the tip detached. This occurred during preparation outside of the body, and the procedure was completed successfully with another 4.0mm balloon. No patient complications were reported, and patient status was reported as good.

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure, a tip detachment occurred. The 90% stenosed target lesion was located in the non-calcified and moderately tortuous renal artery. During removal of the balloon protector from the 1.5x4.0mm spcb flextome monorail balloon catheter, the tip detached. This occurred during preparation outside of the body, and the procedure was completed successfully with another 4.0mm balloon. No patient complications were reported, and patient status was reported as good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the device found that the device was returned in two pieces. The shaft was detached at the guide wire exit port. There was evidence of stretching where the device broke in two. The protector cap was still on the balloon of the returned device. The protector cap was removed without issue. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).